Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in a groshong nxt catheter is confirmed, and the cause is determined to be use-related. The device returned was found to be one assembled groshong nxt clearvue PICC with no stylet. Visual observation found that the catheter manifested a transverse hole between the 35- and 36-cm depth marks. Tactual evaluation found that the catheter would narrow at the site of the hole under tensile stress. The catheter preferentially kinked at the hole site. Microscopic observation found that the hole in the catheter had rounded edges, not sharp ones, and that a piece of material attached at one corner of the hole was peeling away from the catheter surface. The break surface was uneven and irregular. The characteristics of this break site are consistent with repeated kinking eventually leading to the formation of a hole. This is considered a possibility since the complaint description states the product was inside the patient for an significant amount of time - over 7 months. The wall thickness near the hole was measured and found to be within specification. No manufacturing issue is suspected. Therefore, this complaint is found to be related to use. The IFU contains instructions to avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen and that this suture wing, ¿y¿ adapter, and/or connector must be secured in place, with instructions regarding how to secure the catheter. A lot history review (lhr) of reat2053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the head nurse of the oncology department of the hospital conducted catheter placement for the patient on (B)(6) 2017. The catheter was placed in the left brachial vein and catheter maintenance was good. On (B)(6) 2017 it was found that the upper arm of the patient swelled from 29 cm to 30.5 cm in circumference. The responsible nurse in the department pulled the catheter out from the patient's body and found that the catheter had broken at the 36 cm position. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device not yet returned for evaluation.

Event description:
It was reported by the nurse that the head nurse of the oncology department of the hospital conducted catheter placement for the patient on (B)(6) 2017. The catheter was placed in the left brachial vein and catheter maintenance was good. On (B)(6) 2017 it was found that the upper arm of the patient swelled from 29 cm to 30.5 cm in circumference. The responsible nurse in the department pulled the catheter out from the patient's body and found that the catheter had broken at the 36 cm position. No reported patient injury.